Event description:
Device upload program not providing full device data or settings. Not allowing hcp to view appropriate data for setting adjustments. Patient safety concern. FDA safety report ID # (B)(4).